Event description:
On (B) (6) 1999, patient was implanted with an artificial bowel sphincter (acticon). On (B) (6) 2006, the cuff and balloon were revised. Information received indicated on (B) (6) 2008, patient had follow up visit to dr due to pain. It is unclear if any subsequent surgery occurred.

Manufacturer narrative:
Catalog# 72401958, 72402106; (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. Te frequency for this event is not greater than usual. Unable to determine if the event is related to a device malfunction. Information suggests, the device has not been removed at this time. No conclusion can be drawn at this time.